Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call, the insulin pump hasn't been working properly as the customer has been experiencing high blood glucose levels. His blood glucose levels were 569 mg/dl, treated with the insulin pump and walked. They checked his blood glucose and it was over 600 mg/dl. The customer did a set change as well. Troubleshooting was not completed as the customer's spouse was rushing off the phone and didn't want to respond to the questions. She declined to check for air bubbles and leaks. Insulin was clear. A tubing clamp was sent to the customer and was advised to call back to perform the high pressure test. Currently the device is not returning for analysis.